Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient's right total hip, done (B)(6) 2017, appears to have shortened over time due to stem subsidence. X-ray revealed that the stem had subsided into position but is now well fixed. The surgeon decided to gain length using an eccentric offset liner and a longer head. The revision was performed anteriorly. The head was removed with a bone tamp, the liner was removed using an osteotome. Upon removal a new liner was impacted and a new +12, 32 head was placed and impacted.

Manufacturer narrative:
An event regarding subsidence involving an unknown head was reported. There is no indication that the product reported in this investigation contributed to the event since patient was revised due to stem subsidence. The head had to be revised because the surgeon decided to gain length using a longer head. No allegations were made against the head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that the patient's right total hip, done (B)(6) 2017, appears to have shortened over time due to stem subsidence. X-ray revealed that the stem had subsided into position but is now well fixed. The surgeon decided to gain length using an eccentric offset liner and a longer head. The revision was performed anteriorly. The head was removed with a bone tamp, the liner was removed using an osteotome. Upon removal a new liner was impacted and a new +12, 32 head was placed and impacted.